Manufacturer narrative:
(B)(4). No product was returned for investigation despite multiple requests. The customer complaint of smartsite split could not be confirmed due to the product was not returned for failure investigation.

Event description:
A 10 ml normal saline syringe was attached to a smartsite needle-free valve which was then attached to a syringe tubing and was infusing into a peripherally inserted central catheter (PICC). Upon starting an IV antibiotic, it was noticed the smartsite had split in two. No patient injury was reported.